Event description:
Paramedics reported that while attempting to use the device to monitor a pt's ECG using a 4 lead pt cable, the device indicated that the leads were not connected to the pt. The pt cable was disconnected and reconnected with no change. A backup pt cable was made available and used with no other problems reported. There were no adverse affects to the pt reported as a result of the alleged malfunction.